Event description:
It was reported that the customer had high blood glucose levels of 178 mg/dl. The mother of the customer reported a button error alarm from the insulin pump. The mother of the customer reported that while attempting to bolus, the numbers on the display of the insulin pump kept ramping up by itself. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No unexpected number ramping anomaly was noted. The insulin pump was received with a cracked display window corner, cracked reservoir tube lip and minor scratches on the display window.